Event description:
During the evaluation of the trilogy 100 ventilator at the manufacturer's service center, the device did not meet acceptance criteria of evaluation process for the following conditions: could not put operational and blower hours in. There was no harm or injury reported. It was confirmed: the device did not power on and operate as intended. The unit ran but had no display while the unit was running. It did have display during calibration. Front enclosure was cracked (cosmetic). The unit was not serviced. It was recommended that the front enclosure, lcd screen and system pca be replaced. The device did not pass testing and it was noted that the device may not be appropriate for use on a patient in its current condition. The device will be returned to the customer. The software came in upgraded to the current version. There were no significant events in the error log.